Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix housing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this right atrial lead was an attempted implant due to helix extension/retraction mechanism issues. The physician attempted to turn the fixation tool thirty times without success, and the lead dislodged. The physician suspected a conductor fracture. A different lead, of the same model, was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial lead was an attempted implant due to helix extension/retraction mechanism issues. The physician attempted to turn the fixation tool thirty times without success, and the lead dislodged. The physician suspected a conductor fracture. A different lead, of the same model, was implanted. The device is expected to be returned for analysis. No adverse patient effects were reported.